Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/30.